Event description:
It was reported that the procedure was to treat a lesion with 80% stenosis and mild calcification in the proximal to mid left anterior descending (lad) artery. No resistance was noted while removing the protective sheath/stylet from a 3.00x12 mm trek rx balloon dilatation catheter (bdc). The site does not recall if the balloon was soaked prior to use. Air aspiration was not performed outside the patient anatomy prior to use. The bdc was advanced without resistance toward the proximal to mid lad. An attempt was made to inflate the balloon three times; however, the balloon completely failed to inflate. The pressure the balloon was inflated to is unknown. The bdc was simply withdrawn from the patient anatomy without issue. No leaks were noted anywhere on the device. A balloon rupture was not suspected. A same size trek rx was used to dilate the vessel. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents for inflation difficulty reported from this lot. Additionally, it should be noted that the rx trek instructions for use states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur. Based on the information reviewed, there is no indication of a product deficiency.